Event description:
Event was reported to caldera medical by an attorney. The patient has experienced daily pain/hurting of my bladder, she has to empty her bladder frequently, has some bleeding, bladder infections, and had a revision surgery. No further information has been provided.